Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: two x-rays were returned of the dislocated components which show that the constraining ring is no longer adjacent to the acetabular shell. A photo of the revised liner, constraining ring, and femoral head was provided; however, it is hard to gain any details from this image as the devices are bloody and there is not good resolution when the image is blown up in size. An arrow was added to the image, pointing to the liner, which may indicate an area of liner rim fracture; however, it is hard to clearly tell one way or the other. Dislocation of the device is possible if the components create decreased range of motion or impingement. In addition, significant reduction in the range of the motion is inherent to the design characteristics of a constrained liner was compared to a non-constrained liner. Activities that may force the joint to exceed those range of motion limits or excessive loading of the constrained liner may cause dislocation. It is likely that the pt's fall created this scenario and led to the dislocation. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.